Event description:
During surgical procedure for a dual chamber pacemaker insertion, the screwing mechanism on the lead would not rotate as it was screwed in place. Multiple attempts to screw the lead were attempted, reposition, unscrewing helix and the lead locked. The physician was not able to successfully rotate the screwing mechanism.